Manufacturer narrative:
The initial MDR 1226181-2015-00463 was filed on august 14, 2015. Additional information (09/03/2015): a siemens headquarters support center (hsc) specialist investigated this issue. The fse had used a screwdriver to access a live connection inside of a voltage connector and the instrument had not been powered down. The recommended process is to power down the entire instrument for this repair. The cause of the fse feeling an electrical shock was user (fse) error.

Manufacturer narrative:
The initial MDR 2432235-2015-00463 was filed on october 1, 2015. The first supplemental MDR 2432235-2015-00463_s1 was filed on september 11, 2015. Corrected data (09/11/2015): a supplemental MDR for 1226181-2015-00463 was incorrectly filed as 2432235-2015-00463_s1 on september 11, 2015. The information provided in supplemental MDR 2432235-2015-00463_s1 corresponds to MDR 1226181-2015-00463. Supplemental MDR 1226181-2015-00463_s1 was subsequently filed on september 23, 2015 to correct the error.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the ion-selective electrode (ise) seals and the plungers. The cse then calibrated the ise and the results were acceptable. The cause of the discordant, falsely elevated sodium and chloride results on three patient samples is related to the ise seals and plungers. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on three patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.